Event description:
Ambulance personnel were transferring a pt between facilities and allegedly observed the monitor screen go "dark" accompanied by the recorder "printing paper that was all black" and no keypad recognition. The operator cycled power with no effect. A back up device was obtained and treatment was continued. There were no adverse affects to the pt reported as a result of the reported malfunction.